Event description:
Htn [hypertension] medication was stopped and the pump turned off but still connected to the patient on transfer to the receiving unit. While settling patient in the bed it was noted the htn medication was still dripping into the patient. The line was immediately disconnected and pump given to bio med for eval. Patient with mild hypotension with bp but retuned to baseline within 15 minutes.